Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Had to go remove it with a gynecologist - vagina [foreign body in reproductive tract]. They all fold - tampon [device physical property issue]. Ended up with one string I had to go remove it with a gynecologist - tampon [complication of device removal]. Case description: consumer reported via social media that she ended up with one string, and the tampon had to be medically removed. No serious injury was reported.